Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 1, 2009, the lay-user/patient contacted lifescan canada alleging that a one touch ultra2 meter read inaccurately high. The patient tests her blood glucose 3 times a day. She tests 2 hours after each meal. The patient takes sliding-scale humulin 70/30 insulin based on his meter readings. The patient indicated that the alleged issue started the month prior, at 10:46 pm. The patient reportedly obtained at meter reading of "15.3 mmol/l" which he felt was abnormally high. After testing, the patient took about 60 units of humulin 70/30 insulin based on the "15.3 mmol/l" meter reading. An unknown time after taking the insulin, the patient claimed that he developed symptoms of shakiness, being uncoordinated, and feeling strange. The patient tested his blood glucose with the alleged meter while he was symptomatic and got a result of "2.1 mmol/l." Due to the symptoms and low meter reading, the patient administered self-treatment by drinking juice. The self-treatment helped him feel better. He tested his blood glucose about an hour after feeling better but he was unable to recall what result was obtained. The patient had eaten dinner as usual the night of the event and did not participate in any strenuous activity prior to developing the symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers but it is not known if he was cleaning the puncture sites correctly. The meter and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on an inaccurate high meter reading.